Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: inflammation of lymph nodes, rashes, tingling skin, fear of cancer recurrence, emotional distress, pain and suffering.

Event description:
Patient representative reported right side severe inflammation of lymph nodes, rashes, tingling skin, fear of cancer recurrence, emotional distress, pain and suffering. Patient representative additionally reported hair loss not related to the device. Pathological markers confirming alcl have not been received. The device remains implanted.